Event description:
The patient received her scs system, including a surgical lead placed cervically, on (B)(6) 2011. It was reported that the patient did not feel right-sided stimulation. It was reported that the patient had experienced extreme neck and shoulder muscle spasms (B)(6) post-implant that caused her neck to jerk. An x-ray revealed the lead had migrated onto its side and was facing left. The physician revised the lead's position on (B)(6) 2011. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.